Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2016 with the following findings: investigation revealed that the battery compartment was damaged in two places. Unrelated to this issue, investigation revealed that the keypad cover was torn and the audio bolus button cover was punctured; however all buttons responded normally to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on (B)(6) 2016.